Event description:
It was reported that insulin gauge displayed amount different than expected on pump and mobile app, with displayed fill estimate significantly higher than actual insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reloaded same cartridge, which corrected fill estimate discrepancy to within acceptable range, and issue was considered resolved.